Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (mother) reported the customer received a "replace sensor" message after a day of wearing the adc freestyle libre 2 sensor. The customer experienced symptoms described as limp and nausea, and was unable to self-treat. The mother, who is a healthcare provider, obtained a reading of 2.1 mmol/l on a healthcare meter, and the customer was diagnosed with hypoglycemia. The mother treated the customer with apple juice and glucose. No subsequent treatment was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). Visual inspection of the sensor plug assembly performed and no failure modes observed. Sim vivo test performed and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6).

Event description:
A caller (mother) reported the customer received a "replace sensor" message after a day of wearing the adc freestyle libre 2 sensor. The customer experienced symptoms described as limp and nausea, and was unable to self-treat. The mother, who is a healthcare provider, obtained a reading of 2.1 mmol/l on a healthcare meter, and the customer was diagnosed with hypoglycemia. The mother treated the customer with apple juice and glucose. No subsequent treatment was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.